Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer reported via phone call that the insulin pump had a critical pump error image on the screen. Blood glucose level at the time of the incident was not provided. Customer stated the device was exposed to moisture. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing. Unable to determine the root cause, problem isolated to motor force sensor. Device was received with corroded battery tube.